Event description:
It was reported that the fuse on the system power supply board was not working. When the power supply board looses power it prevents the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.